Event description:
The customer reported a generator error message. The system shuts down when this occurs, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and identified parts that require replacement; the kv controller, low voltage power supply and video controller were placed on order. No conclusion can be drawn as further repair information is not available.